Event description:
Caller indicated the relion prime meter was giving low readings. Caller getting low readings and was eating and drinking to compensate for readings. She woke up this morning and she measured a 44 and then a 24. She tested with her other prime meter and she was at 400. Washes hands, stores correctly and no change in lifestyle. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter and strips involved in incident were returned, but the test strip used. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.